Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician was attempting to use a sprinter legend balloon to treat a mildly calcified and mildly tortuous lad lesion exhibiting 85% stenosis. No damage was noted to the device packaging and no issue removing the device from the hoop / tray. The device was inspected with no issues noted. Negative prep was performed successfully. Pre-dilation was performed . During the procedure the device did not pass through a previously deployed stent. No resistance was encountered when advancing or retracting the device to / from the lesion site and no excessive force used. Sufficient time was given to the balloon to deflate prior attempting to remove the device from the patient. It was reported that the device broke at the rapid exchange port while in the patient. The detached section was successfully removed from the patient without the need for additional equipment. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the hypotube was kinked 23.5cm distal to the strain relief. There was a kink in the transition tubing and support wire 11mm proximal to the guidewire entry port. Slight damage was seen to guide wire entry port. The distal tip was kinked.